Event description:
It was reported that during a colonoscopy procedure difficulty extending and retracting the snare occurred. The target lesion was in an unspecified colonic location. A sensation std oval snare had been advanced to treat the target lesion. During the procedure, "it was very difficult to open and close the device; then it became completely inoperable". The procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "fine".